Manufacturer narrative:
A zoll field representative visited the customer site to retrieve the device log files. The field service representative sent the device logs to zoll technical service for review. The log analysis revealed no hardware-related alarms or error messages indicative of a malfunction. However, the following user activity was observed: on (B)(6) 2025 at 08:55:57: shutdown bar used to stop ventilation (device entered standby). At 08:55:59, the device detected a patient and automatically resumed ventilation. At 08:56:01, the patient detected confirmation dialog appeared and the user confirmed to stop ventilation. Ventilation was then stopped and the device returned to standby mode. Similar activity was recorded at 13:45:57: shutdown bar used to stop ventilation patient detected at 13:45:59 and ventilation resumed. At 13:46:02, the patient detected dialog appeared and the user again confirmed to stop ventilation. Ventilation stopped and the device returned to standby mode. These entries suggest that the device was placed into standby by user input. Based on the log review and testing, the device functioned as intended and no malfunction was identified.

Event description:
It was reported that respiratory therapist received a call from the registered nurse stating that while in use on a patient, they found the device off on standby mode and the device had to be turned back on. The patient desaturated to 80% but recovered once the device was turned back on. The respiratory therapist went to the patient's room and found nothing wrong with the vent at that time. The device was replaced and the reporter kept the device for 24 hours running on the same settings and was unable to duplicate the reported issue. There was no patient harm reported.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.